Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue protection cap was loose. This issue was found when preparing to open the package. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification with no issues noted. Functional testing performed included leak testing (eight psi underwater pressure test with connectors attached), clear passage test, and clamp function test. All testing passed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.